Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was advised tha the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act and escape buttons did not respond due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked reservoir tube lip and a missing end cap sticker.